Event description:
As reported by the end user in (B)(6), during preparation for a pci procedure, air entered the fluid management system and they were unable to de-bubble the system . They discontinued using the device and set it aside to be returned to the manufacturer for evaluation. The procedure was completed with another new of the same device and without further complications. As this occurred during prep, air was not injected into the patient and there was no harm to the patient.

Manufacturer narrative:
The reported defective device has been received by the manufacturer and an investigation into the reported failure has begun. Once the investigation is complete, a follow up medwatch will be submitted with the results. (B)(4).